Event description:
It was reported that during equipment testing conducted at the manufacturer facility, the safety switch of the device was not able to move into all positions. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility the safety switch of the device was not able to move into all positions. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Through service, the technician found that the safety switch would not move into all positions. The slide switch would not actuate due to contaminants.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility the safety switch of the device was not able to move into all positions. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.